Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was sent a replacement device. Physio further evaluated the device and observed an electrical short between signals +vbatt to ¿vbatt, and sw_vbatt. However, once the pcbs were removed the short did not recur; therefore further cause could not be determined.

Event description:
A physio-control service representative was performing a technical service update on the customer¿s device and observed that the device was unable to power on. It was also noted that when the battery was inserted into the device caused an immediate failure of the battery. There was no patient use associated with this event.